Event description:
The patient had pain due to a loose stem and the cause of the loose stem is unknown. At about 11 years 6 months post-primary the surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 july 2024. Lot 120916: (B)(4) items manufactured and released on 26-june-2012. Expiration date: 2017-05-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold with another similar reported event during the period of review.